Manufacturer narrative:
A service history maintenance review was performed. The investigation of the complaint articles indicates that the: lot #004954 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 21-nov-2012. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for battery powered driver was found not running at all. This malfunction was found post-operatively and was not used or needed during surgery. No additional information will be made available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the device was not running. The repair technician reported the motor was not running, and the contact plate was damaged. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: contact plate, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.